Manufacturer narrative:
Polarx balloon catheter st 28mm was evaluated by boston scientific. Visual inspection noted that there was no visible blood inside the balloon and no external damage was noted. The device was assessed with an isaac pressure decay testing system to determine if any potential leak paths existed that may have contributed to the blood detection error in the field and passed all testing. The polarx device was then connected to the smart freeze console in attempt to recreate the blood detection error seen in the field. After multiple bending, steering, inflation, and slider switch manipulation cycles, the polarx did not trigger any blood detection errors. The polarx device passed all functional and leak tests indicating there were no device defects that allowed blood or fluid inside the catheter. The polarx was then dissected to further investigate blood detect wires for symptoms that may have resulted in the blood detection error. The "cause traced to device design" conclusion code was selected based on analysis of the returned product. Analysis found the outer balloon blood detect wires were crossed over. The allegation of a blood detection error was confirmed, however, there was no breach in the catheter and no blood ingress. The wires of the detection certate inappropriately made contact and triggered a false error.

Event description:
During a cryo pulmonary vein isolation procedure a polarx catheter was selected for use. "Error (B)(4) console detected blood in the catheter" occurred. It is unknown if blood was visible. An exchange of the catheter resolved the issue. The procedure was completed without any patient complications. The catheter has been returned to boston scientific post market

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a cryo pulmonary vein isolation procedure a polarx catheter was selected for use. "Error e1-00004000-2 console detected blood in the catheter" occurred. It is unknown if blood was visible. An exchange of the catheter resolved the issue. The procedure was completed without any patient complications. The catheter is expected to be returned.